Manufacturer narrative:
(B)(4). Batch # t93d58. Investigation summary: the analysis results found that the el5ml device was received with the jaws in the closed position and firing trigger open. In addition, a clip was jammed on the jaws. No functional test was performed due the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were found, and 12 clips were found inside clip track. No conclusion could be reached as to how the device become damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when they opened the device, the tip appeared defective. A similar device was used to complete the case. There were no patient consequences.